Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention. It was reported that calibration was not performed correctly, which is considered off-label use. The dexcom g5 mobile continuous glucose monitoring system user's guide states: do not calibrate if the out of range symbol shows in the status area.